Manufacturer narrative:
During use inside the patient, a 7mm x 4cm 135cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured at four atmospheres (atm). Therefore, it was replaced with another unknown balloon catheter and the procedure continued. There was no reported patient injury. Additional patient and procedural details were requested but are not available. The device will not be returned for evaluation as it was discarded due to hospital regulation. A product history record (phr) review of lot 82147325 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown may have contributed to the reported event. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Telephone number is: (B)(6). The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use inside the patient, a 7mm x 4cm 135cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 4 atmospheres (atm). Therefore, it was replaced with another unknown balloon catheter and the procedure continued. There was no reported patient injury. The device will not be returned for evaluation as it was discarded due to the hospital regulation.